Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Approximate age of device - 1 year, 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient called the vad coordinator at thomas jefferson to state that they awoke to a red heart alarm "connect driveline" displayed on their lvad system console. The patient was on the power module (pm) and changed to batteries which at that point the alarm resolved. The patient is currently on batteries. The vad coordinator was advised to have the patient come into the hospital to have system log files obtained for analysis and to ensure patient is using fully charged batteries after changing from power module. The manufacturer¿s technical service representative reviewed the supplied system log files dated from (B)(6) 2018 to (B)(6) 2018 and observed multiple pump stoppages and speed drops on (B)(6) 2018. On (B)(6) 2018, x-rays were received from the vad coordinator; however, the images appeared unremarkable. Additionally, it was reported that the patient was in the ER and staff attempted to place vad from battery to pm without success. On (B)(6) 2018, additional x-rays were take and sent in for manufacturer¿s technical service representative review; however, these were found to be unremarkable. A percutaneous lead repair/replacement was requested by the customer due to phase to phase short. On (B)(6) 2018, the manufacturer¿s technical service representative completed percutaneous lead repair at approximately 2¿ from the exit site. On (B)(6) 2018, it was reported that the patient received a pump exchange. No additional information was provided.